Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a contact detach infusion set (6 mm, 23 inches), with sensor glucose at 235 mg/dl and a meter reading of 296 mg/dl. The agent advised a full infusion set change as part of troubleshooting. Further investigation included review of the blood glucose information and remote troubleshooting with user education. Investigation of this case revealed no confirmed device malfunction and resolution after infusion set replacement. No symptoms associated to high blood glucose reported. Outcomes included recovery with glucose reduction and no escalation of care. It was concluded that the cause of the hyperglycemia was unclear and that the event resolved with supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.